Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to any of olympus locations. Olympus obtained additional information from the user as followings. - the user facility don't suction in the duodenum. - the user facility do suction in the stomach but not when close to the mucosa. - the user facility not concerned about any significant damage &/or the chance for a post the endoscopic retrograde cholangiopancreatography (ercp) bleed. - the installation date of the subject device was on (B)(6) 2019. - the customer letter (the handling of the subject device) was sent on (B)(6) 2021. Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and the CAPA, there was the possibility that this phenomenon was attributed to the mechanism of the (2). Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp), it was found that there was a piece of tissue in the forceps elevator of the subject device and under a single use distal end cover (maj-2315) on removal of the subject device. The user completed the intended procedure with the subject device. There was no report of the additional medical intervention required to the patient with the event.